Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment shows t1 remains on the insertion needle. T2 has been advanced over the dimple to t1. In order for t2 to be advanced over the dimple the trigger would have been manually advanced. T2 was advanced back over the dimple and the device was tested for deployment using a rubber meniscus model. Each t deployed as intended. No root cause related to the manufacturing process could be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-1 anchor failed to anchor and the t-2 anchor pre-deployed. A backup device was available to complete the procedure with no patient impact.